Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of abscesses in laparotomy wound (coded to wound abscess) and sterile peritonitis in a patient coincident with extraneal viaflex therapy. On (B)(6) 2010, the patient began treatment with extraneal viaflex, once daily (dose not reported), lot#10g14g40 intraperitoneally (ip) for renal failure chronic. On (B)(6) 2010, a mini-laparotomy was performed for a revision of the peritoneal dialysis (pd) catheter. On an unreported date, the patient developed abscesses in the laparotomy wound (not exit site). On (B)(6) 2010, the patient developed sterile peritonitis. On (B)(6) 2010, the patient was hospitalized for "abscesses", and began intravenous (IV) treatment with cefotaxim and metronidazole. On (B)(6) 2010, remedial treatment with cefotaxim and metronidazole ended. On the same day, the patient was treated ip with cefalotin and ceftazidim. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the event of sterile peritonitis. The outcome for the event of abscesses in laparotomy wound was not reported. As of (B)(6) 2010, remedial treatment with cefalotin and ceftazidim was ongoing. On (B)(6) 2010, extraneal was discontinued. The physician considered the event of sterile peritonitis probably related to extraneal viaflex, with the root cause perhaps related to abscesses or endotoxines. The physician did not provide an opinion of causality for the event of abscesses in laparotomy wound.